Manufacturer narrative:
Clinical review: attempts to obtain additional information were unsuccessful. The clinic confirmed this patient was not at their clinic. It is unknown what type of infection the patient was referring to in the survey response. Additionally, it is unknown if the patient was utilizing fresenius products when the reported infection occurred. Furthermore, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Through a clinic survey, a patient reported that they discontinued pd therapy due to a serious infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. No further information was provided. Additional information was requested, however to date has not been provided.